Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: the device was returned together with the customer's sheath. The tip of the sheath was separated. The sheath was dissected in an attempt to locate the stent of the device. The stent was not located inside the sheath. A visual examination found the stent to have been separated from the balloon catheter. The displaced stent was not returned for analysis. A visual examination identified that the balloon had been inflated. No issues were noted with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device.

Event description:
It was reported that the stent was dislodged. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified right iliac artery and was 31mm long. An 8.0mm x 40mm x 135 cm express ld vascular balloon expandable stent was selected for use. Following pre-dilation, the stent was introduced through the catheter sheath due to the short delivery access. Upon positioning, it was observed that only the balloon was found, indicating that the stent had become dislodged. Upon removal of the catheter sheath, the stent was discovered within the sheath. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported, and the patient was in stable condition following the procedure.